Event description:
Major pump unit(s) involved: external control system failure.additional text: white data cord from controller and power based unit electrical shortspecific component(s) involved: other component malfunction, specify.additional text:other component: white data cord from controller shorted causing pbu short-per thorateccausative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller; replacement of other component, specify.

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify